Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running but was not delivering as expected. They stated they thought the patients feeding tube was clogged and went to the hospital. The patient was admitted, but for unrelated reasons. Mmd did follow up with the initial reporter and they stated the patient did not have any adverse effects due to the complaint. They stated that the patients feeding tube was working correctly and they did receive a replacement pump. They also stated that the patient was still admitted to the hospital but that it was unrelated to the feeding tube or pump. No additional information was provided. (B)(4).